Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'under infusion' was not verified. There is no evidence in the event history log that can confirm the reported issue. The device was found in specification during testing. Flow rate accuracy testing was performed at rates of 125ml/hr, 60ml/hr and 150ml/hr with accuracy error percentages of -2.664%, 1.698% and -3.580% respectively which are all within 5% specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. The user indicated that the head height of 24 inches between center of the pump and top of the container was not respected and once they adjusted the head height the flow improved. As per the pump's user manual, the "nominal head-height used for the flow rate specification is 24 +/-2 inches". Hanging the container below the recommended level can result in flow-rate inaccuracy, and this is considered user error. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was infusing propofol on a patient in the operating room (or) to keep sedation when it was noticed that the patient was moving and the sedation not effective. It was observed that drips were not going as fast as they should at that specific rate. They primed another line with another spectrum iq pump (not on the patient) to compare the drops between pump #1 and pump #2 and they noticed that for each three drops on pump #2, there was only one drop from pump #1. When the baxter clinical trainer arrived in the or, they noticed that the head height of 24 inches between the center of the pump and top of the container was not respected. Once the head height was adjusted the flow improved. Further clarification of the event details were provided: at 13:10 brachial arterial catheter installed for induction before intubation. At 13:40 patient procedure started (induction). At 13:45 propofol infusion started at 120mcg/kg/min. At 14:10 installation of head gear with screws: patient reacted and started to cough, administered midazolam to create amnesia and lidocaine for cough. Administered 2 boluses of 25mcg of sufentanyl. The patient was not sleeping enough. Second infusion of propofol started and run into garbage can which showed the second infusion running twice as fast as the first. At that point they interchanged the infusions to put the second one on the patient. They had programmed a volume to be infused of 76ml (propofol) with an ideal patient weight of 90kg (even though the patient was actually (B)(6) kg), and expected to have 24ml left in the bottle. There was more than 50ml left in the bottle. When the second infusion was put on the patient the drops were going as fast as when they did the test into the garbage can. It was identified that the two bottles of propofol were at different heights on the IV poles and the first setup did not respect recommendations. The second set up was very close to 24 inches above the pump. There were no difficulties with priming the set. There was patient involvement, but no patient injury related to this event.